Event description:
It was reported the patient experienced a fading sensation from their device. It was stated the patient had their device off for over a year due to the stimulation fading then turning off. The patient would turn the device back on, but it would fade and turn off again. Device interrogation did not reveal any problems. The patient as reprogrammed, and the fading sensation resolved, and the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3998, lot# lb6028, implanted: (B)(6) 2003, product type lead. (B)(4).